Event description:
It was reported that the patient presented to the emergency room (ER) for dizziness/near syncope. Review of the remote transmission showed that the implantable cardioverter defibrillator (ICD) experienced a first phase short circuit protection (scp) during high voltage therapy resulting in less than the programmed high voltage energy being delivered during a ventricular tachycardia (vt) episode. It was noted that the vt episode was not successfully terminated. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.